Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in the gel and abnormal additive form. The following information was provided by the initial reporter. The customer stated: found that some tubes in the specified tubes are "bubbly". This have triggered a investigation at the lab, the outcome is increased erythrocyte concentrations are to be found in the serum alliquote tubes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for gel air bubbles was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. The photo was reviewed for the indicated failure mode of poor serum and it was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for gel air bubbles and poor serum was not observed. 100 retained samples were visually inspected, and no air gel bubbles were observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure modes, gel bubbles and poor serum, because the defects were not evident in the testing of the retained lot samples. All retained and control lot samples gave clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles based on photos only. This complaint has not been confirmed for the indicated failure mode poor serum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in the gel and abnormal additive form. The following information was provided by the initial reporter. The customer stated: found that some tubes in the specified tubes are "bubbly". This have triggered a investigation at the lab, the outcome is increased erythrocyte concentrations are to be found in the serum alliquote tubes.